Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac perforation, pericardial effusion and a tamponade occurred following the implant procedure of the pacing lead. The patient was treated with conservative therapy and the pericardial effusion resorbed completely without surgical intervention. The lead remains in use. No further patient complications have been reported as a result of this event.